Event description:
During follow-up, post-pace t-wave oversensing and fusion/pseudofusion was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.